Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a pre-operative 6 cm contained ruptured thoracic aortic aneurysm. The iliac vessel was 6 mm in diameter, and a conduit was in place. The pt was not a candidate for an open surgical repair. It was reported that after the talent device was inserted and advancement begun, a dissection of the iliac artery was evident at the location of the hypogastric artery. The physician elected to intervene by sewing an interposition graft in the pt, which successfully repaired the dissection. The thoracic aneurysm was not treated. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (dissection), (pre-operative ruptured aneurysm; narrow iliac vessel), (stent graft was intended for the treatment of a ruptured aneurysm).